Event description:
It was reported that when using the bd pyxis¿ medbank tower, the system had an issue where the patient medication was not on profile and failed to show on the list. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the patient medication was not on profile and failed to show on the list. A technical support specialist (tss) found that the medication quantity was not available. The system functioned as intended after the technical support specialist assessed the device.